Event description:
It was reported that there were high/unstable thresholds and the lead was unable to pace with reasonable safety margins. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the full lead was returned in segments, analyzed and no anomalies were found. It was noted that all the conductors were distorted, there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the inner tubing was torn, the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was tissue on the helix, the lead was stretched and there was apparent explant damage.